Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04567. It was reported the pt was experiencing heating at the ipg site while using the charging system. The pt was sent a replacement charging system. F/u identified the pt had received the replacement device and it was reported it was working properly.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.